Event description:
It was reported that the procedure was to treat a de novo, moderately calcified anterior tibial artery lesion with 80% stenosis. A 3x200 mm armada 18 pta balloon dilatation catheter (bdc) was prepared before patient use. The first bdc was advanced to the lesion; however, it was difficult to pass through a .018 and .014 guide wire. The balloon was inflated; however, during the first inflation at 8 atm, the balloon ruptured. The second bdc was unable to pass through a .018 and a .014 guide wire once in the patient anatomy. A third armada bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Analysis of the returned devices found that resistance was noted while attempting to advance a 0.019 inch mandrel into one 3x200 mm armada 18 pta bdc [undersized device]. Resistance was also noted when attempting to advance a 0.018 inch guide wire and a 0.019 inch mandrel into another 3x200 mm armada 18 pta bdc [undersized device]. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report number.